Event description:
It was reported that the pump was alarming no disposable alarm. Patient powered the pump off. Powered pump on, reviewed settings and closed the clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and opened clamp. Started the pump, pump is running. No further information available.